Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: customer receiving error code 242.4030 on 8100 (s/n (B)(4)), after replacing logic and motor controller boards. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receiving error code 242.4030 on 8100 (s/n (B)(4)), after replacing logic and motor controller boards. Explained problematic fault of the error code on the 8100 device. Customer identified the pump finger would move, then stop before completion of homing cycle. Customer to repair and/or replace the air-in-line assembly to resolve issue of concern. They will give a call-back, if further problems persist. End call.